Manufacturer narrative:
Phillips personnel reviewed the alarm log from the incidence which shows that at the time of the incident heart rate (hr) alarms had been turned off. This would prevent hr alarms from being provided at either the bedside or the central station.

Event description:
A m1165a bedside monitor was connected to the info center, and there was no visual or audible alarm.